Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported insertion of a midline device for antibiotic therapy. The equipment was checked and the insertion procedure began. The dilator was inserted and its internal components removed. The catheter was inserted, and the dilator was snapped and ¿peeled¿ away. Normally, the dilator¿s wings snap cleanly to allow the catheter to pass through. In this instance, however, a plastic ring remained around the catheter, preventing both its advancement and its removal. After consultation and careful consideration, I decided to gently cut through this plastic ring with a scalpel, taking great care not to cut the catheter. No consequences for the patient.